Manufacturer narrative:
(B)(4): physio-control evaluated the device and observed event codes in the memory. Physio continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control¿s further device evaluation at the failure analysis center verified an intermittent power loss failure. The cause for the malfunction was determined to be a solder splash across contacts five and seven of the cable-mounted plug connector, designator p16, on the analog pcb assembly.a replacement device was provided to the customer.

Event description:
During a patient event, it was reported that the device lost power before providing a shock during a full arrest. The device was turned back on but it is unknown if the customer attempted to shock the patient. An ambulance crew took over the patient care within 10 seconds. The patient was in asystole rhythm and there were no shocks delivered to the patient. Drugs were administered but the patient rhythm remained the same. One of the responding ambulance crew reported that it did not appear that the patient survived the event and the device problem would not have affected the patient outcome. There were no further details on the event and/or the patient provided.